Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. Upon a siemens headquarters support center (hsc) specialist's recommendation, the cse performed a decontamination of the acid, base, water and wash 1 pathways. The cse ran precision testing and performed a carryover study. The cause of the discordant, tni-ultra results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant cardiac troponin I (tni-ultra) results were obtained on three patient samples on an advia centaur cp instrument. The discordant samples were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower for samples (B)(6), while resulting higher for sample (B)(6). It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.